Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is deflation.

Event description:
The deflation is of the left side. The device has been explanted.

Event description:
A healthcare professional additionally reported in the operative report that a patient experienced the events of , "severe capsulitis of the left breast with deflated saline implant, important peri-prosthetic seroma, capsular contracture very thick, old hematoma."

Manufacturer narrative:
The events of capsular contracture and seroma are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the returned device identified: creases, wear abrasion, void >1 mm on side non-textured and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one opening crease sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports deflation of an unspecified side. The device remains implanted.